Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen lcck bearing, cat#: unknown, lot#: unknown; unknown nexgen lcck femoral, cat#: unknown, lot#: unknown; unknown nexgen lcck tibial tray, cat#: unknown, lot#: unknown. Geoffrey s. Van thiel, gregg r. Klein, adolph v. Lombardi, keith r. Berend, alexander c. Gordon, and craig j. Della valle ¿intraoperative molds to create an articulating spacer for the infected knee arthroplasty¿ clin orthop relat res (2011) 469:994-1001 the reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4). Product location unknown.

Event description:
It was reported in a journal article that one patient underwent an open debridement and polyethylene exchange due to superficial infection without deep extension after the initial knee arthroplasty implantation. Attempts have been made and no further information has been provided.